Manufacturer narrative:
Updated information: lens was explanted and a new lens was implanted on (B)(6) 2018. The problem was resolved (B)(4).

Manufacturer narrative:
Additional items reported by surgeon: lens rotation not associated to a low vault, refractive surprise. (B)(4).

Manufacturer narrative:
The diopter value of the initial lens, vticmo13.2 implanted is corrected from -5.0/+2.5/096 to -6.0/+2.5/096 diopter. (B)(4).

Manufacturer narrative:
Updated information: according to claimant the lens was repositioned an additional time on (B)(6) 2018. At a follow-up visit the surgeon notes the patient's vision is not improving. The surgeon states it's unknown if the lens has rotated again but it's not giving a good refractive outcome. The surgeon believes the icl may be small. Reportedly, the patient is unhappy and has decided to remove the lens. (B)(4)

Manufacturer narrative:
Explant date: "unk" is corrected to "n/a".(B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s.. Secondary surgery, lens repositioning. Keratoconus eye. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.0/+2.5/x096 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was repositioned. A refractive surprise form was completed by the surgeon. Surgeon states patient is "not happy" and his bcva is "improving with refraction." Surgeon is inquiring as to whether realignment or lens exchange should be performed.